Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that in the anesthesia department, a tri-fuse set leak when used. Although requested, no further information has been received.